Event description:
A UK customer received a blood glucose reading of 14mmol/l on their contour usb, which promoted the customer to inject extra insulin. The customer was later taken to the medic because of hypoglycemic symptoms. The medic ran a blood test on the customer and received a reading of 2.8mmol/l. Further information about the event was not provided. Strip information was not provided but the test strips are expected to be returned for evaluation. A new kit was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws the model number was not provided.